Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was received. It came in the sealed packaging flow wrap. It has the plunger rod-rubber stopper, tip cap solution. It has no barrel label. The missing barrel label comes from the plunger rod labeler machine. The equipment is challenged at the beginning of the shift. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: possible root cause, the plunger rod labeler machine.

Event description:
Material no: unknown. Batch no: unknown. It was reported that before use of the unspecified bd¿ syringe the syringe is missing the scale markings. The following information was provided by the initial reporter: the syringe is missing the scale markings.